Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a faulty pump. The patient¿s health care professional (hcp) had trouble accessing reservoir and it took ¿2 pokes¿ and then for some reason the pump starting working and the patient became overdosed ¿a little bit on the drug¿. The patient had been recently admitted to a hospital where they decreased the patient¿s dose. The patient was discharged on (B)(6) 2014. The patient¿s health care professional (hcp) increased the patient¿s flex dose by 5% from 8 pm to 8 am. At the time of report, the patient was doing better, but they were trying to get the nighttime dose back to where it needs to be. The pump was used to infuse gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
For subsequent events, see manufacturer¿s report # 3004209178-2014-22357.

Manufacturer narrative:
Analysis of the pump found no significant anomaly.